Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to peritonitis on (B)(6) 2025. Initially the patient presented to the outpatient home dialysis clinic with complaints of discomfort related to excess fluid. However, after being assessed by the nephrologist, the patient was diagnosed with peritonitis. During follow-up, the patient confirmed being sent to the emergency room on (B)(6) 2025 due to complaints of abdominal discomfort and abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with two intraperitoneal (ip) antibiotics for 14 days (completed (B)(6) 2025). The patient reported he continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025. The patient reported having recovered from the serious adverse events and continues to perform ccpd at home without reported issue. The patient is uncertain what caused the peritonitis; however, the patient did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions.

Event description:
A peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) reported being hospitalized due to peritonitis on (B)(6) 2025. Initially the patient presented to the outpatient home dialysis clinic with complaints of discomfort related to excess fluid. However, after being assessed by the nephrologist, the patient was diagnosed with peritonitis. During follow-up, the patient confirmed being sent to the emergency room on (B)(6) 2025 due to complaints of abdominal discomfort and abdominal pain. A peritoneal effluent fluid culture and cell count were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and treated with two intraperitoneal (ip) antibiotics for 14 days (completed (B)(6) 2025). The patient reported he continued to undergo ccpd while hospitalized and was discharged on (B)(6) 2025. The patient reported having recovered from the serious adverse events and continues to perform ccpd at home without reported issue. The patient is uncertain what caused the peritonitis; however, the patient did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions.

Manufacturer narrative:
Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set, and the serious adverse events of peritonitis, characterized by abdominal pain and abdominal discomfort, which required hospitalization and antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality cannot be established. However, the patient reported he did not encounter any fresenius product(s) and/or device(s) deficiencies or malfunctions. It should be noted that limited clinical follow-up information precluded a more in-depth investigation. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Based on the information available, the liberty select cycler and liberty cycler set utilized by the patient can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.